Event description:
1. Describe the event: there was an allegation about questionable high results for 1 patient tested for elecsys ft3 iii on a cobas 6000 e601 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the root cause was consistent with a maintenance issue. 2. Summary of follow up/corrective actions taken: the field service engineer performed maintenance actions (replacement of the mixer and the measuring cell). 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.